Manufacturer narrative:
On 31 october 2017 the cleaning and packaging manager performed a visual inspection of the retrieved item and commented as follows: the returned packaging was analysed and it is confirmed that the packaging is scratched and the tip of the stem is out of the white mousse. This evidently occurred due to forces experienced during transportation. This is indicated to be correlated to the combination of the packaging configuration applied and the shorter length stems as they allow more degrees of freedom for movement within the package. Batch review performed on 13 november 2017. Lot 164549: (B)(4) items manufactured and released on 24 october 2016. Expiration date: 2021-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The stem was loose in the pack. The pack has a damage because of the impingement with the stem. A second implant was used to complete the surgery.